Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the objective prism cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective prism. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the deflector operating knob broken, the light guide cable buckled, the suction channel buckled, and the operation channel leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).